Manufacturer narrative:
(B)(4). S/w 4.11d. Retainer ring = black. Customer returned insulin pump for alleged cosmetic damage located at the unknown location, battery tube expose to moisture and display anomaly found on (B)(6) 2022. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment. However, pump received discoloration on the display, missing segments and unable to vibrate during the self test. The following were noted during visual inspection: corroded inside the battery tube, pillowing keypad overlay and cracked case behind the pump at the battery compartment. Insulin pump was cut open to perform the visual inspection and found moisture damage on the battery tube connector, vibrator, motor, 40 pin flexible printed circuit/lcd and electrical board 1. The test 40 pin flexible printed circuit/lcd was installed in an original electrical board 1 and 2, case, internal battery and motor. Powered the pump on using the battery simulator and no discoloration on the display or missing segments during the self test. The test battery tube and vibrator was installed original electrical board 1 and 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and the pump vibrated properly during the self test. In summary, customer alleged confirmed for corroded inside the battery tube. Customer alleged confirmed for discoloration on the display and missing segments due to moisture damage on the 40 pin flexible printed circuit/lcd. Also pump unable to vibrate during the self test due to moisture damage vibrator. Cosmetic damage at unknown location was not confirmed, however, other cosmetic damage was noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the battery of insulin pump was badly leaked over the screen of insulin pump had a funny color. Customer stated that the retainer ring was not damaged. No harm requiring medical intervention was reported. The customer will discontinue use of the devise.